Event description:
The pt was implanted with a heartmate ii left ventricular assist device (lvad). The same day, a device was also implanted to provide temporary right ventricular support. Approximately 10 days post-implant, the pt was returned to the operating room for re-operation to remove the temporary device for right ventricular support and the heartmate ii lvad outflow graft bend relief was noted to be disconnected. The bend relief was subsequently reconnected.

Manufacturer narrative:
The pt remains on lvad support with this device and no further issues have been reported. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (B)(4)) was sent to customers. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.